Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that she was hospitalized with diabetic keto-acidosis (dka) in (B)(6) 2011. She was reportedly treated with intravenous insulin and fluids and released. The patient reported that she believes she may have experienced other episodes of dka, but did not have them medically diagnosed and she reported that she was able to self treat these episodes with injections. The patient reported that she has had elevated blood glucose for the last 6 months reaching 500 to 600 mg/dl and she was giving correction injections in addition to the pump. The patient reported that she reviewed the pump and confirmed that it was programmed correctly. The patient declined to review the pump with customer support. The patient reported that she was on bed rest for a charcot foot and has had decreased activity. Customer support advised the patient to contact her physician to discuss site placement and settings adjustments. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.